Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt was admitted into the hospital for a gi bleed and a gi scope was to be performed. Additional information was received from the vad coordinator that the gi bleed was confirmed, the bleed resolved and the pt was discharged to home. It was also reported that there was no gi intervention, but the pt's anticoagulation medication was held for 2 days while he was in the hospital. The pt's target inr at the time of the bleed was 2.0-2.5 and is now 1.8-2.2.

Manufacturer narrative:
The pump remains in use supporting the pt. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.